Event description:
It was reported that the tibial cutting block appeared that is was going to cut in varus.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual examination of the returned cutting blocks indicated no obvious signs of damage. After evaluation, it was determined that metal distortion was present on the MRI of the tibia. This distortion was on the anterior of the tibia in the block fit area. This would have affected the fit of the tibia block which could have cause the block to not be properly positioned on the bone. This could have caused the varus alignment seen in the complaint. Corrective actions with be taken in accordance with visionaire standards; evolving the alignment engineer. A clinical analysis indicated that there is no report of patient injury, or surgical delay as a result of this device related issue. All documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No further clinical assessment is warranted at this time. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.